Manufacturer narrative:
Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported outflow graft twist could not be confirmed through the evaluation of the submitted images. Analysis of the submitted log files confirmed the reported low flow alarm; however, a specific cause for these events could not conclusively be determined through this evaluation. The controller event log files collectively contained events from (B)(6) 2024. One low flow hazard alarm, associated with an elevated pulsatility index (pi) value, was captured on (B)(6) 2024. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. A corrective action was implemented to address heartmate 3 outflow graft twist. (B)(6) was implanted prior to the implementation of this action. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 patient handbook (rev. D) are currently available. Section 1 of the IFU, "introduction," lists potential adverse events that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU also addresses pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Although the device was reportedly implanted prior to the implementation of the outflow graft clip, the heartmate 3 lvas IFU, (B)(4) includes instructions for installing the outflow graft clip, and states to attach the outflow graft clip to prevent post-operative outflow graft twisting. This section further warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic for worsening heart failure symptoms after decreasing speed during speed optimization echocardiogram (echo). The patient reported history of low flow alarms (lfas) at night when they got up to use the bathroom that were increasing in length. They denied symptoms with lfas. A computed tomography angioplasty (cta) was performed to evaluate patient for the need of a low flow system controller with plan to increase patient back to prior speed of 5600rpm. Newly found outflow graft twist was noted on cta. Log file review was requested, and the log file contained two low flow estimates events. It was stated on (B)(6) 2024 that the patient was transferred to wait for transplant. The patient was stable, and no software upgrade was completed. Additional log files were submitted for review, and it captured a few instances of low flow events throughout the log file with an audible alarm noted on (B)(6) 2024 at 0429 and a few other lower flows where the estimated flow was just under the 2.5 lpm threshold but was not sustained long enough to trigger the audible alarm.